Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the device and the reported respiratory deterioration and pleural effusion could not be determined through this evaluation. It was reported that the patient experienced respiratory deterioration on (B)(6) 2016 (post-implant day 9). The event was reported to have been related to the implant procedure, but not related to the device. Unspecified changes to the patient's medication were made and a pleural effusion was relieved. The outcome of the event was reported as resolved on (B)(6) 2016. No alarms or functional issues with the left ventricular assist system (lvas) were reported in association with the event. Following this event, the patient remained ongoing on (B)(6) until receiving a routine heart transplant on (B)(6) 2020. It was reported that the device would not be returned for evaluation. The heartmate 3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04dec2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced respiratory deterioration. Unspecified changes to the patient's medication were made and pleural effusion was relieved. The event was reported to be related to the lvad and the implant procedure. The event was reportedly resolved on (B)(6) 2016. No further information was provided.